Manufacturer narrative:
User complained that their transmitter could not be linked with their sensor on (B)(6)2026. After troubleshooting steps were exhausted, a replacement for both the transmitter and sensor was issued to the user, and the devices were requested for further investigation.investigation determined that the transmitters passed all functional testing, with no issues identified. The returned sensor could not establish a connection with a known-good transmitter, with no signal detected. Additional testing indicated an intermittent connection issue within the sensor's internal electronic components.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user received no sensor detected alert which led to early sensor removal.

Manufacturer narrative:
On 8th jan 2026, the user reported that the sensor readings were off leading to hyperglycemic event. The user had not been using the system since (B)(6) 2026 due to the transmitter being lost. A new transmitter was issued to the user to replace the lost unit. Based on the escalation analysis a sensor replacement was approved due to system performance, and the device was requested for further investigation. However, by the time of complaint closure, the sensor was not returned to senseonics. Dms review confirmed on january 5, 2026 - 12: 34 pm est - sg was 194 mg/dl and bg was 592 mg/dl. Sg was trending up but did not get close to the bg value. The user had a dka and went to the ER (MFR#3009862700-2026-00167). Prior to the event, the sg and bg showed good agreement. Since the sensor was not returned, investigation on the physical device was not possible. A review of the sensor in-vivo data indicated declining signal modulation, consistent with oxidation of the glucose-indicating component in the sensor hydrogel. Optical instability was also observed around the time frame of the event. The root cause for the observed instability could not be determined but may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance or an issue with the sensor itself. No further investigation was possible without the physical device returned for evaluation to confirm any device malfunction. A replacement sensor was provided to the user as part of the resolution.